Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge via paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's original connector panel was not returned for evaluation. As part of this investigation the device was recertified and returned to the customer. No trend is associated with reports of this type.